Event description:
A nurse reported that during surgery, the surgeon was not able to maintain a stable posterior chamber during irrigation and aspiration with high vacuum. The posterior capsule was "bouncing." They have not changed their settings, but have changed the needle tip from an alcon mfg size 1.1 needle to a non-alcon mfg size 0.9 needle. The surgeon expressed concern that the surge may cause a posterior capsule to tear. There have been no capsular tears and no injuries.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting the sys. The customer spoke to the company sales rep and it was found that the customer had switched to tips with different dimensions without changing the sys's settings. The company sales rep assisted the customer in changing the sys's settings. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The facility did not request svc. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. Per the sys operator's manual: "mismatch of consumable components and use of settings not specially adjusted for a particular combination of consumable components may create a pt hazard." It is the customer's responsibility to read the sys's operator's manual in its entirety prior to use of the sys. (B)(4).